Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. The patient is pacemaker dependent. The noise and pacing inhibition were reproducible in clinic. Programming changes were made. The patient was in stable condition.